Event description:
It was reported that the external pulse generator (epg) shut down automatically after running for a while. The epg was returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) shut down automatically after running for a while.the status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The device was analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).